Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss with an artificial urinary sphincter (aus). The aus pump and balloon was explanted and a new aus pump and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.